Manufacturer narrative:
A review of lot file a766 was performed. There was no nonconformances associated with this event type reported for this lot. This lot met all release requirements. A review of complaints received for lot a766 was performed. There were two other complaints for centrifuge bowl leaks reported to date for this lot. No trends were detected. Service order #(B)(4) feedback: field engineer (fe) performed the centrifuge cleaning. However, the centrifuge failed to operate in systems diagnostics. It was determined that the motor was possibly contaminated and a new centrifuge was needed. Field engineer replaced the centrifuge and performed the section 7 systems checkout procedure. Test passed. Fe calibrated the bowl optics per the service manual instructions. Repairs have returned the instrument to expected operation. This assessment is based on the info available at the time of the investigation. No kit was returned by the customer for investigation. Therefore, no root cause for the issue could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA # (B)(4).

Event description:
Customer reported a centrifuge bowl leak. Complainant: same as reporter. Customer stated they noticed a blood leak in the centrifuge and had a blood leak alarm about one to two minutes after starting cycle 1 of a treatment, so the treatment was aborted and no blood in the kit was returned to the pt. Customer stated they used the bowl vacuum release button to remove the bowl from the centrifuge, and the base of the bowl had separated from the sidewall of the bowl about half-way around the circumference. Customer started the centrifuge drain bag contains blood. Customer will do a preliminary clean-up of the instrument, and requested field service. Service order #(B)(4)will be dispatched for the inspection of the instrument. Customer did not return kit for investigation.